Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the surgery for spinal canal stenosis was performed by using the expedium concorde system. The fixed area was l3 ¿ s. When the screw in question was inserted, the screw was stuck and did not move forward or backward in the middle since the vertebral body was hard, and the torque for screw insertion was strong. Because of that, while the surgeon was trying to remove the screw, the tip of two screw drivers in question was stripped, and the tip of one screw driver in question was broken. The broken tip of the screw driver in question had been left in the core part of the screw. Regarding the screw (cfs 8 x 50 mm) which was stuck in the middle, the surgeon tried to remove it in several ways after one of the screw drivers was broken. Since the same maneuver for removing the screw was done repeatedly, the head of the screw in question was broken, and the thread part of the screw in question was left in the patient. In order to remove the thread part of the screw in question, the 4.75 power grip rod holder in question was used. Although the surgeon tried to remove the screw thread, the tip of the rod holder was bent. As a result, the thread part of the screw in question could not be removed. By surgeon¿s medical judgement, the thread part of the screw was left in the patient, and then the procedure was completed with more than a 60-minute-delay.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device found the hexlobes on the drivers¿ distal tip had become stripped. Stripping of the expedium quick connect driver is not a reportable malfunction.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.